Event description:
Donjoy ol 1000 dual coil may have caused increased susceptability to dvt. Pt developed dvt and bi-lateral pulmonary emboli after surgery and use of device. No blood thinners were prescribed. Dail treatment of 30 minutes per day may have lead to increased probability of blood clotting. MFR did not have any data. Dates of use: (B) (6) 2010 - (B) (6) 2010.